Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently difficult to press. It was confirmed that the customer was always able to eventually access pump features. The customer's blood glucose was in the low 200 mg/dl range.